Manufacturer narrative:
H11: the cockpit can logs were provided to livanova for further analysis, and several negative flow alarms were recorded from the event date. A review of the device¿s service history confirmed that no other similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the reported event appears to be an isolated, non-systematic event. As the issue could not be reproduced, the root cause cannot be conclusively determined. However, it cannot be excluded that the reported problem was procedure-related rather than due to a hardware malfunction. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to inspect the device and could not confirm the reported issue. Functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report a negative flow alarm on an essenz console when the customer was about to go on bypass, before case started. It was unable to zero the rpm and therefore medical team elected to remove the unit out of the operating room and used another pump. There was no patient involvement.